Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the vaporizer was not seated properly locked down. The patient was awake during procedure. Post-op the patient received additional medication to assist with the ¿discomfort/experience¿.

Event description:
It was reported that the vaporizer was not seated properly locked down. The patient was awake during procedure. Post-op the patient received additional medication to assist with the ¿discomfort/experience¿.

Manufacturer narrative:
During on-site inspection ipm-l tests were performed and confirmed proper operation of the perseus a500 anaesthesia device. Agent output of sevo was also tested successfully. Finally, the device was tested and confirmed to be operation per manufacturer's specification. No hint for a device malfunction found. It was reported initially that the vapor 2000 sevoflurane was not seated properly and that the patient was awake. Therefore, it can be concluded that a use error not seating the vaporizer correctly has caused the awake state of the patient. The IFU of the perseus a500 describe as warning: risk due to improperly mounted vaporizers. Incorrectly mounted vaporizers can cause leakage. This can cause the fresh-gas flow to be too low or contaminate the ambient air. Patient and user can be endangered. ¿ make sure that the connected vaporizers are hanging vertically, ¿ after mounting the vaporizers, perform a leakage test. In chapter "assembly and preparation" is is said: - set the vaporizer on the plug-in adapter evenly and tightly, - turn the locking lever clockwise. The lever is in the locked position when it is pointing left, - turn the control dial to position 0; the button latches into place. Check the locking: - set the control dial on the vaporizer into another position than 0 and make sure the other vaporizer remains locked in its 0 position, - repeat the test with the other vaporizer, - set both control dials to position 0. It must be assumed that the steps listed above were not carried out correctly or sufficiently as part of the preparation prior to use on patient. Reportedly, the patient was awake and experienced discomfort from being aware during the procedure. It was 26 minutes into the case before the doctor noticed that the patient did not receive anesthetic agent. After the procedure the patient received medication (propofol, midazolam, and ativan) to assist with the ¿discomfort/experience¿. The investigation did not reveal any device malfunction. A use error not following the IFU caused the reported situation.